Event description:
A customer contacted heartsine to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to verify and unable to duplicate the reported issue. The root cause of the reported issue could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.